Manufacturer narrative:
Additional procode: jds, hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent an orthopedic procedure. It was noted that the distal screw backing out of rfna nail. An x-ray taken five (5) weeks post operation showed the distal screw backed out. It is unknown if how the procedure was completed. There was patient consequence. This report is for one (1) locking screw for im nail ø 5mm/ 60mm/ xl25. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 - codes updated to imdrf codes. Investigation summary: the complaint device (locking screw for im nail 5/ 60/ xl25) was not received for investigation. A photo investigation was performed based on the photos attached in notes & attachments section of pc titled ¿rfna 1.jpg¿ and "rfna 2.jpg". The images were reviewed, and the complaint condition is confirmed. A nail and screw construct is visible at the femur with a bone fracture. One of the screws appears to have migrated from original position. A manufacturing record evaluation cannot be performed due to lot number being unknown. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No DHR review was completed since no lot number was supplied via photo or additional information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.